Event description:
Upon interrogation of this pacemaker, it was noted that aida + (holter memories) was empty. No diagnostics had been recorded (heart rate curve, autosensing histogram, arrhythmias¿); however, the info displayed in the overview screen was accurate (i.e. Parameters, battery status, pacing %¿). The pt came specifically to follow-up on previous atrial oversensing issues; assessment of the number of atrial oversensing episodes could not be completed. Tests were performed, then the session was saved and ended. Offline review of the corresponding recorded pt files confirmed that aida+ was empty and was not available for printing. Upon re-interrogation of the pacemaker several minutes later, proper operation of the device was observed (the device was recording and displaying info in aida+).

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.